Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2017. It was reported that the pump was in safe mode. The company representative had interrogated the pump and determined that it could not be restarted and needed to be replaced. A pump replacement was scheduled for (B)(6) 2017. Conflicting information was reported when it was noted that surgery would occur on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the pump reset was not determined. The cause of withdrawal was the pump reset.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid [25 mg/ml] at 0.200 mg /bolus/8.398 mg/day, indicated for non-malignant pain and failed back syndrome-other. It was reported that on (B)(6) 2017, the patient¿s personal therapy manager (ptm) displayed an 8474 code. It was noted that that the patient initially stated that the issue occurred at night, and then later stated afternoon and last night. The patient stated that the ptm wouldn¿t give her a bolus, and she didn¿t know what the code meant. She described seeing a bell with 2 arrows, with a triangle and exclamation point with error code 8474. It was reported that she had started going through withdrawal and was thinking about going to an emergency room (ER). The patient spoke with someone at a healthcare facility, who called her back and she was seeing them at 2 pm for follow-up. The 8474 code was not resolved on the call. Patient services (ps) reviewed that the 8474 code indicates a pump reset occurred, and that the patient more than likely at a non-therapeutic dose, which would explain the withdrawal symptoms. The patient was to follow-up with a healthcare provider. Additional information was provided by a manufacturer's representative (rep) on (B)(6) 2017. It was stated that the patient was at the healthcare provider (hcp). It was stated that another rep was on the way to meet the patient at the hcp's office. Technical services reviewed the information provided during the patient's call and discussed checking the pump logs to confirm the reset and possible low batter reset. A pump replacement was discussed if a reset and low battery reset had occurred. Additional information was received from the patient on (B)(6) 2017. The patient reported that her appointment on (B)(6) 2017, it was confirmed by a nurse practitioner and a manufacturer's representative that the pump failed and needed to be replaced. It was the patient was prescribed oral oxycontin (10 mg), visteral (25 mg) and clonidine (0.1mg) for over the weekend; it was stated that it was a 7 day supply to help with withdrawals and pain needs. The patient stated that the oxycontin was causing her anxiousness and restlessness and was not helping with the pain needs. She called her healthcare provider, who changed it to dilaudid. It was also stated that she was taking norco (10-325), which was just increased from 3 times a day to 4 times a day. The patient reported that on (B)(6) 2017, she had not felt good. On (B)(6) 2017, the patient called the healthcare provider about a referral, and was told the woman who does the referrals was out. The patient stated that she could not wait another week for the woman who does referrals to come back to process the request and get the patient scheduled for a replacement. The patient was redirected back to follow-up with the healthcare provider's office regarding when shemay be able to get in/next steps. The patient stated that she was getting a call that looked like it might be the doctor's office and needed to take it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
While using the personal therapy manager (ptm) to get her parameters and therapy information, the patient reported the following details from her ptm screen: (B)(6) 2000(upcoming refill date), (B)(6) 1995 (last refill date), 4x/day ( max activations per day), 1x/240 minutes (lockout interval) and 4x/24 hours (dri).

Manufacturer narrative:
Describe event or problem: updated to reflect the information received on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from a manufacturer's representative on (B)(6) 2017. It was reported that the patient's pump was to be replaced on (B)(6) 2017 and the affected pump and catheter would be sent back to mdt for analysis. The serial number for the replacement pump was provided and it was reported that a new catheter was also implanted with nothing trimmed with a total volume of 0.251 mls. The patient's pump medication was listed as transitioning from 25 mg/ml at minimum rate to 10 mg/ml at minimum rate. No further complications were reported.